Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a connection issue coincident with peritoneal dialysis (pd) therapy. The connection issue occurred between the transfer set and the extraneal bag further described as ¿problems related to spike the bag with the transfer set¿. Subsequently, the patient experienced peritonitis. The same day the patient was treated with ceftazidime 800 mg ¿during 10 days¿ (route not reported). On an unknown date the patient was treated with cefazolin 800mg, one dose (route not reported). The cause of the peritonitis was due to the connection issue between the transfer set and the solution bag. It was reported the patient was not hospitalized for the event. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.